Manufacturer narrative:
The reported event of high capture threshold was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the patient's right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. The patient was stable.